Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had the whole system taken out because it was not doing her any good anymore. The patient stated it caused her more pain than it helped and she hadn't used the device for at least three years. The indication for use was spinal pain. No device issues reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device caused more pain than benefit. The patient hadn't charged for 3 weeks so it would not take a charge. The patient said it felt so much better with the device out. No further complications were reported.